Event description:
2 (two) 5cm x 1/16" - 1/8" burn marks noted on pt's right outer medial thigh when bovie pad was removed after the case. These burn marks corresponded to brown marks noted on the pad itself. Pt was diaphoretic. Bovie settings 50coag-0cct.